Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not startup. The fse tried to restart the system multiple times, but the problem persisted. On visual inspection, the fse found that the system can't start the application software, the host pc wasn't in good condition and the bios (built in operating software) battery showed low voltage. The fse confirmed that the issue was with the bios battery due to the low voltage. The fse replaced the bios battery and bypassed the host pc disk tray. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc bios battery. The fse replaced the battery, bypassed the host pc disk tray and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.